Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for bowel dysfunctional/ sacral nerve stim and gas trointestinal/pelvic floor. It was reported that her device had shifted and she could feel the pointy edge poking her. It was causing pain and burning. Patient was 7 months post implant. A week later, the healthcare provider (hcp) reported that they were not aware of the incident and patient had not contacted them. Ten days later, patient further reported that she wanted to change programs as it was not working. It was indicated that the device was working but thought the batteries were low. She used to feel square and now it was triangle part. Patient stated on (B)(6) 2016, she went to hcp and they noticed ins was shifted. It was bothersome when she lied down on back and it made her jolt when she was in wrong position. She felt a shocking sensation in certain positions. She had to take a lot of stuff to move bowels. Patient stated she does not feel it¿s doing what it should do. It was indicated that the hcp did annual exam and determined machine was contradicting muscle but wondering why she had to take more medication to move bowel.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.